Event description:
It was reported that the pt experienced coupling and communication issues. Pt compliance was primary reason for the overdischarge. A power on reset occurred. The pt's stimulation suddenly stopped and when the pt attempted to recharge, was unable to. The pt normally charges every day for 1-1.5 hours until the battery is full with 8 bars. The nurse conducted 2 physician mode recharges. Both the physician programmer and recharger have telemetry error screens. They did not check to see if the device was flipped since the pocket was so tight. The plan was to schedule the pt for a device replacement. No date has been set.

Manufacturer narrative:
(B) (4).